Event description:
During implantation of a metal biliary stent, the physician used two cook zilver 635 biliary self-expanding metal stents. The physician successfully placed on (B)(4) stent in the right hepatic duct. The physician planned to place another stent ((B)(4)) in the left hepatic duct. The stent and introduction system were advanced through the endoscope and entered the left hepatic duct. When the product was located in the middle of the hepatic duct the stent reportedly "self deployed suddenly". The partial deployment was estimated to be 1 cm in length and the stent had not yet passed through the stricture. Due to the partial deployment, the stent could not be pushed into the correct position and was removed out of the patient's body. Upon removal from the patient, the stent was extending approximately 3 cm from the introduction system. During this process, the safety lock located on the introduction system handle remained in the locked position; the user had not done anything to release the stent. The physician changed to another product to finish the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product was returned to the approved supplier for evaluation. To date the evaluation is still on-going. Once additional information has been provided a follow-up medwatch report will be submitted. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time due to the investigation is still in progress from our approved supplier. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. Quality assurance will continue to monitor for complaint trends.